Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device between 36 and 48 hours. The patient visited the ER (emergency room) with fever, swelling in the arm, and a blister at the infusion site. The patient was diagnosed with cellulitis and given a prescription for an oral antibiotic (doxycycline mono) and an antibiotic cream (mupirocin 2%). The patient reported the pod was removed at the ER.

Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 46 first prime pulses, deactivating before the start of second prime. No damages or deficiencies were observed. Despite the pod being received with the needle mechanism in the undeployed state, it is possible for the reported infection to have occurred from the application of the pod. The root cause of the reported infection could not be determined.